Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the duodenal papilla during a sphincterotomy procedure performed on (B)(6), 2023. During the procedure, the cutting wire of the dreamtome rx 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g2: ansm reference number: (B)(4). Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.